Event description:
Nurse contacted dexcom technical support on behalf of trial patient on (B)(6) 2015 to report the receiver did not record glucose values on (B)(6) 2015. Nurse did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).